Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up check it was observed the implantable pacing lead exhibited low impedance. The ipl sensitivity settings were re-programmed and the lead remains in use. The patient to be monitored during follow up visits. No patient complications have been reported as a result of this event.